Event description:
It was reported that the patient presented via a merlin.net transmission. The device was post-paced t-wave oversensing on the ventricular lead when pacing. The patient did not receive therapy. The oversensing was noted on a stored egm. Programming changes were recommended. It was elected not to reprogram the device at this time.

Event description:
New information received notes that varied r-waves were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that after previous programming changes were made another instance of post-paced t wave oversensing on the ventricular channel was observed via remote transmission. Patient was asymptomatic. Additional programming changes were made.